Event description:
The customer's reported condition was fail code 812:02, not fail code 812:00.

Event description:
Infusion pump with an 812:00 failure code. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred and if there was any additional contact information, but no additional information was available. The biomed did not have information regarding whether or not there has been any patient incident reports filed on this pump since the last baxter service event.